Event description:
(B)(4) study. It was reported that complete atrioventricular block occurred. Procedure summary: the patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on prior regimen of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. The subject was discharged on aspirin and prasugrel. Post procedure summary: 1285 days post index procedure, subject developed complete atrioventricular block and was hospitalized on the same day for further evaluation. It was reported no further action was taken to treat the event.